Event description:
Customer reported that her insulin pump was not letting her deliver a bolus. The customer stated she had tried to change the battery but the insulin pump was alarming button error. Customer's blood glucose was 118 mg/dl. The customer could not recall any significant events leading to the alarm. The customer stated she was in the heat. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No add'l info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump alarmed for a button error due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and a cracked reservoir tube window.